Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11759. It was reported that a patient presented in the emergency department for unrelated epistaxis with a system infection and pocket erosion. On (B)(6) 2021, the right ventricular lead was laser extracted and another inactive right ventricular lead and active atrial lead were capped and replaced. In the same procedure, the pacemaker was explanted and connected externally to a temporary lead and antibiotic treatment was supplied to fight the infection. On (B)(6) 2021, the temporary system was replaced with a competitor pacemaker. The patient was stable post-procedure.